Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an open sore on his back under an electrode. The irritation was open and seeping. The patient's wife indicated that he will be seeing her physician regarding the irritation as she believes it may be cause by a metal allergy. The patient's medical outcome is unknown, as follow-up attempts were unsuccessful.